Manufacturer narrative:
The investigation determined that the service action resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The total protein urine/csf gen.3 reagent lot number is 78308301, and the expiration date is 31-may-2025. A field service engineer (fse) determined that the sample probe tip was worn and was not being washed thoroughly. The sample probe was replaced, and the outside probe wash volume was increased. The fse completed horizontal and vertical adjustments of the sample probe and increased the cell rinse volume. Mechanism checks were performed without errors. A 21-cup precision test was completed for both urine and serum and passed. The customer ran controls, and all were passing. The investigation is ongoing.

Event description:
There was an allegation of a questionable total protein urine/csf gen.3 result from the cobas c 503 analytical unit. The initial result from a urine sample was 18 mg/dl, and the repeat result was 7.29 mg/dl. The initial result was repeated because a patient validation was performed after having qc issues. The repeat result was deemed to be correct.